Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous proximal right coronary artery (rca). After a non bsc stent was deployed to the lesion, the 5.5mm x 15mm maverick¿ xl balloon catheter was advanced for post dilatation. However, on the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 5.5mm x 15mm maverick¿ xl balloon catheter. No patient complications were reported and the patient's status was good.